Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain one of four in peritoneal dialysis. The patient disconnected without using asceptic technique and then reconnected to the set after receiving the 2240 alarm. The patient was advised on proper procedures, to dispose of current supplies, and to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Disconnecting from the homechoice device prior to pressing stop is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.